Manufacturer narrative:
Concomitant product(a): fr995-29 valve, implanted: (B)(6) 2011, and addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and decreased impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.